Event description:
A physician and patient's family suspected that a patient's generator battery had depleted quicker than expected based on the moderate settings and the low number of total magnet activations. The battery status had already reached intensified follow-up indicator = yes after being implanted for less than 2 years. The patient later underwent generator replacement surgery. The explanted generator has been received by the manufacturer, but analysis has not yet been approved to date. The device history records were reviewed for the generator and confirmed that the device was manufactured using a process that may have contributed to the premature battery depletion. The device met all specifications for release prior to distribution. No additional relevant information has been received to date.

Event description:
Analysis was approved for the generator. When received, the data was downloaded from the generator and reviewed. The data indicated that the generator had reached the end of service (pulse disabled) = yes status, but showed that only 42.715% of the battery had been consumed. Visual examination of the generator showed explant-related material on the generator exterior. The generator was opened. A visual examination of the generator interior showed contaminates on the internal circuitry. No other visual anomalies were identified. Diagnostics were attempted but could not be performed due to the low battery condition. The internal circuitry was tested, and the circuitry failed several electrical tests. The contaminates were removed from the internal circuitry, and the circuitry then performed according to functional specifications. Based on the electrical testing results, the contaminants on the edge of the circuit board led to the supply current drain. The increased current consumption for both standby and pulsing modes of operation caused premature depletion of the battery. No additional relevant information has been received to date.